Event description:
After a cs29 stapler had been fired via an idrivec in a laparoscopic sigmoid resection procedure, it was noted that a leak had developed on one side of the anastomosis. The tissue was subsequently manually sutured in the area of the leak.

Manufacturer narrative:
The cs29 stapler was discarded by the healthcare facility and was not returned to the MFR. The lot# and exp date are unk. The sc29 stapler was discarded by the healthcare facility and was not returned to the MFR; the date of manufacture is not known.